Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is due to a deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and a healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles and opening. Leak test was performed and found opening on the anterior side. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on the valve bond edge due to an unidentified (tear) opening.

Event description:
Patient and a healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
.

Event description:
The device has been explanted.